Event description:
Procedure type: oophorectomy. According the reporter: while inserting the device into the sleeve, the tip of instrument broke. The broken pieces fell into the pt's cavity, however, the pieces were retrieved. This was used more than 160 times, with about 282 vs housings. Another device was opened and the procedure was completed. No tissue damage. No bleeding. The operating time and incision were not extended as a result. No pt injury was reported. Pt status: ok. No further pt info available.